Event description:
It was reported that the device had error code 133.6090. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device had error code 133.6090 was not identified during the customer call. Tech support assisted customer to identify problematic error location. Customer to replace the serial I/o board assembly main speaker to isolate problem fault. Customer informed of device warranty status and will be sending for repair. Transfer customer to our service notifications team to assist with RMA request. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.